Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device : in adnexa/ close to the adnexa.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D91974-not valid, d01974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion and vaginitis bacterial. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included abdominal cramps, painful intercourse, discomfort, constipation, nabothian cyst, uterine bleeding and vaginal irritation. Concomitant products included ibuprofen. In (B)(6) 2015, the patient experienced pain ("pain") and painful intercourse ("painful intercourse"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pain, abdominal pain lower, painful intercourse, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia, pain, painful intercourse, pelvic pain, vaginal haemorrhage and dyspareunia to be related to essure. The reporter commented: 1 coil visible on patient right, 3 coils on patient left. Plaintiff received treatment for dyspareunia , dysmenorrhea , pelvic pain , abdominal pain , menorrhagia . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test- not specified result-migration. Ultrasound scan vagina - on (B)(6) 2016: normal/nabothian follicle seen comments: essure does not appear to be in the optimal position. The device was seen to be more lateral than usual and in or close to the adnexa. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: abdominal pain, dyspareunia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. D91974-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion and vaginitis bacterial. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), abdominal pain lower ("severe cramping"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant.) And surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device : in adnexa/ close to the adnexa.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D91974-not valid, d01974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion and vaginitis bacterial. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included abdominal cramps, painful intercourse, discomfort, constipation, nabothian cyst, uterine bleeding and vaginal irritation. Concomitant products included ibuprofen. In (B)(6) 2015, the patient experienced pain ("pain") and painful intercourse ("painful intercourse"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pain, abdominal pain lower, painful intercourse, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, menorrhagia, pain, painful intercourse, pelvic pain, vaginal haemorrhage and dyspareunia to be related to essure. The reporter commented: 1 coil visible on patient right, 3 coils on patient left. Plaintiff received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test- not specified result-migration. Ultrasound scan vagina - on (B)(6) 2016: normal/nabothian follicle seen comments: essure does not appear to be in the optimal position. The device was seen to be more lateral than usual and in or close to the adnexa. Lot number d91974 is invalid. Batch no: d01974, production date: 2014-08-26, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device : in adnexa/ close to the adnexa.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D91974-not valid, d01974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion and vaginitis bacterial. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included abdominal cramps, painful intercourse, discomfort, constipation, nabothian cyst, uterine bleeding and vaginal irritation. Concomitant products included ibuprofen. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pain ("pain") and dyspareunia ("painful intercourse"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, pelvic pain, pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(4) coil visible on patient right, (B)(4) coils on patient left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2016: normal/nabothian follicle seen comments: essure does not appear to be in the optimal position. The device was seen to be more lateral than usual and in or close to the adnexa.. Most recent follow-up information incorporated above includes: on 3-sep-2019: mr received. Lot number received. Concomitant conditions, drugs added. New reporters added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device : in adnexa/ close to the adnexa.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D91974-not valid, d01974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion and vaginitis bacterial. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included abdominal cramps, painful intercourse, discomfort, constipation, nabothian cyst, uterine bleeding and vaginal irritation. Concomitant products included famotidine, fluconazole, ibuprofen and metronidazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain ("pain") and painful intercourse ("painful intercourse"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraine/headache"), dizziness ("neurological conditions or problems type: dizzy spells"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: spots/floaters"), vitreous floaters ("vision/eye problems type: spots/floaters"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("gastrointestinal or digestive system condition type: constipation") and endometriosis ("reproductive system disorder or conditions type of disorder or condition:endometriosis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2020, the patient was found to have thyroid cancer ("tumor / teratoma / cancer type: thyroid cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pain, abdominal pain lower, painful intercourse, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, hot flush, mood swings, anxiety, depression, migraine, dizziness, vaginal discharge, thyroid cancer, visual impairment, vitreous floaters, gastrooesophageal reflux disease, diarrhoea, abdominal distension, constipation and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, constipation, depression, device dislocation, diarrhoea, dizziness, dysmenorrhoea, endometriosis, gastrooesophageal reflux disease, hot flush, menorrhagia, migraine, mood swings, pain, painful intercourse, pelvic pain, thyroid cancer, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters and dyspareunia to be related to essure. The reporter commented: 1 coil visible on patient right, 3 coils on patient left. Plaintiff received treatment for dyspareunia , dysmenorrhea , pelvic pain , abdominal pain , menorrhagia . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test- not specified result-migration. Ultrasound scan vagina - on (B)(6) 2016: normal/nabothian follicle seen comments: essure does not appear to be in the optimal position. The device was seen to be more lateral than usual and in or close to the adnexa.. Lot number d91974 is not valid. Batch no d01974. Production date 2014-08-26. Expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : new events added-hot flashes, mood swings, anxiety, depression, migraine/headache, dizzy spells, vaginal discharge, thyroid cancer, visual impairment, vitreous floaters, gerd, diarrhea, bloating, constipation, endometriosis, concomitant drug added and lab test added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device : in adnexa/ close to the adnexa.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D91974-not valid, d01974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion and vaginitis bacterial. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included abdominal cramps, painful intercourse, discomfort, constipation, nabothian cyst, uterine bleeding and vaginal irritation. Concomitant products included famotidine, fluconazole, ibuprofen and metronidazole. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain ("pain") and painful intercourse ("painful intercourse"). In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraine/headache"), dizziness ("neurological conditions or problems type: dizzy spells"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: spots/floaters"), vitreous floaters ("vision/eye problems type: spots/floaters"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), constipation ("gastrointestinal or digestive system condition type: constipation") and endometriosis ("reproductive system disorder or conditions type of disorder or condition:endometriosis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/abnormal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2020, the patient was found to have thyroid cancer ("tumor / teratoma / cancer type: thyroid cancer"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia painful sexual intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pain, abdominal pain lower, painful intercourse, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, hot flush, mood swings, anxiety, depression, migraine, dizziness, vaginal discharge, thyroid cancer, visual impairment, vitreous floaters, gastrooesophageal reflux disease, diarrhoea, abdominal distension, constipation and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, constipation, depression, device dislocation, diarrhoea, dizziness, dysmenorrhoea, endometriosis, gastrooesophageal reflux disease, hot flush, menorrhagia, migraine, mood swings, pain, painful intercourse, pelvic pain, thyroid cancer, vaginal discharge, vaginal haemorrhage, visual impairment, vitreous floaters and dyspareunia to be related to essure. The reporter commented: 1 coil visible on patient right, 3 coils on patient left. Plaintiff received treatment for dyspareunia , dysmenorrhea , pelvic pain , abdominal pain , menorrhagia . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Imaging procedure on (B)(6) 2016: essure confirmation test not specified result migration. Ultrasound scan vagina on (B)(6) 2016: normal/nabothian follicle seen comments: essure does not appear to be in the optimal position. The device was seen to be more. Lateral than usual and in or close to the adnexa.. Lot number d91974 is not valid. Batch no d01974 , production date 2014-08-26 , & expiration date 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). On 24-feb-2020: pif received: reporter details added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. D91974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spontaneous abortion and vaginitis bacterial. Previously administered products included for an unreported indication: depo provera. On (B)(6) 015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), abdominal pain lower ("severe cramping"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant.) And surgery (to remove the essure implant.). Essure was removed on (B)(6) 017. At the time of the report, the device dislocation, pelvic pain, pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain"), abdominal pain lower ("severe cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.